Manufacturer narrative:
A product investigation is in progress.

Event description:
Tampon - string got stuck. One in morning and one at night [foreign body in reproductive tract]. Tampon strings came off [device breakage]. Went to pull it out and just the string came out- retained tampon [complication of device removal]. Case description: consumer reported via phone that the string came off the tampon during removal and was in pieces. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampon -string got stuck. One in morning and one at night [foreign body in reproductive tract]. Tampon strings came off [device breakage]. Went to pull it out and just the string came out- retained tampon [complication of device removal]. Case narrative: consumer reported via phone that the string came off the tampon during removal and was in pieces. No serious injury reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Tampon -string got stuck. One in morning and one at night [foreign body in reproductive tract] tampon strings came off [device breakage] went to pull it out and just the string came out- retained tampon [complication of device removal] case description: consumer reported via phone that the string came off the tampon during removal and was in pieces. No serious injury reported.